Manufacturer narrative:
Note: cordis lot # 1427407 is lake region lot # 01427407. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01427407. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00542 and 1058196-2011-00543. Additional information will be submitted within 30 days upon receipt

Event description:
The report from clinical study for (B)(4) for patient with ID (B)(4) indicated that the procedure was coil embolization assisted with enterprise vrd devices (enc452212/01427407 and enc452812/01428091) of left posterior communicating artery, and initially, the two vrds (enc452212/01427407, enc452812/01428091) were placed along the target aneurysm overlapping. Afterwards, while coiling, the excelsior sl10 (mc) microcatheter perforated the aneurysm because the physician encountered difficulties in manipulating the microcatheter when crossing the vrd cells. As a bail out, additional coils were placed and a balloon (details unknown) was inflated to constrict the blood flow. Also, the patient was treated with the administration of protamine sulfate 3mg (heparin antagonist). The event outcome as of two weeks post event was recovered without sequel. A jailed technique was not used for this case. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable. No product malfunctions were noted. During the procedure, angiography was conducted.

Manufacturer narrative:
The patient had no medical history. The unruptured saccular aneurysm neck was 3.6mm, and the neck to sac ratio was 3.6mm: 5.2mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.7mm. Mrs before the procedure was 0, one week after the procedure was 0, and one month after the procedure was 0. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011. Heparin 7000u was administered intra-procedurally. The act was 111 seconds pre anticoagulation and 267 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 90% after the procedure. Prior to implanting the vrd, envoy guiding catheter (670-260-00b/lot# unknown), prowler select plus (mc) microcatheter (606-151jx/lot# unknown), excelsior sl10 mc x2, and chikai guidewire (asahi intec) were utilized. Other devices utilized during the procedure were, prowler select plus mc (606-s255x/lot# unknown), chikai guidewire (asahi intec), radifocus gt x3 (terumo), orbit galaxy coil (640cf0515/lot# unknown), presidio coils x2 (micrus), deltaplush coils x9 (micrus), and a balloon (details unknown). No further information is available and procedural images are not available. This is one of two products used during the same procedure on the same patient, which is associated with mfg report. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt 1058196-2011-00542 and 1058196-2011-00543.

Manufacturer narrative:
It was reported via the (B)(4) study, two enterprise vrds (enc452212/01427407 and enc452812/01428091) were placed overlapping along the targeted left posterior communicating (pcom) artery aneurysm. The instructions for use precautions that the performance and safety of two or more overlapped stents has not been established. After placement of the vrds, the excelsior sl10 microcatheter (mc) perforated the aneurysm due to difficulty manipulating the mc when crossing the vrd cells in order to coil. As a bail out, additional coils were placed and a balloon (details unknown) was inflated to constrict the blood flow. Also, the patient was treated with the administration of protamine sulfate 3mg (heparin antagonist). The event outcome, as of two weeks post event, was recovered without sequel. A jailed technique was not used for this case. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable. No product malfunctions were noted. The unruptured saccular aneurysm neck was 3.6mm, and the neck to sac ratio was 3.6mm: 5.2mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.7mm. Mrs before the procedure was 0, one week after the procedure was 0, and one month after the procedure was 0. Antiplatelet therapy included aspirin 100mg/day the day before the procedure and heparin 7000 units was administered intraprocedurally. The act was 111 seconds pre anticoagulation and 267 seconds post anticoagulation. The occlusion rate of aneurysm was 90% after the procedure. No further information is available. The enterprise vrds remain implanted and it was reported that procedural images are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01427407. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Aneurysm rupture is a known potential adverse event associated with the use of the enterprise vrd and aneurysm embolization procedures as outlined in the instructions for use. These procedures are performed in vessels with existing aneurysms and known vessel wall weakness. With review of the information and without procedural images, no conclusion can be made; however, vessel/lesion characteristics and procedural factors possibly including use of overlapping vrds, concomitant microcatheter selection and manipulation are factors that may have contributed to the reported aneurysm rupture. Based on the available information and as reported, there is no indication of any device performance or manufacturing issues. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00542 and 1058196-2011-00543.